Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that a patient was noted to be hypervolemic after having been re-admitted from a rehabilitation facility for a previously reported sternal wound infection. Of note, the patient is reported to have had a 'tenuous¿ right ventricle (rv) following vad implantation. A transthoracic echocardiogram (tte) revealed a moderately dilated right ventricle (rv) with moderate to severe dysfunction. The patient¿s right atrial pressures (rap) were also noted to be elevated. The patient underwent a right heart catheterization (rhc) on (B)(6) 2017 and was started on intravenous milrinone following that procedure. As of the date of this report, the patient remains in the stepdown unit with plans to discharge him/her back to the rehabilitation facility soon. The patient¿s medical team continues to assess whether to wean the patient¿s milrinone or discharge him/her with it. No further information has been provided.